Event description:
The pt had a problem with his groshong PICC so the nurse was preparing to exchange the connector in the pt's home. The nurse felt the connector was blocked and she was not able to insert the catheter through it. When she was exchanging the catheter, the pt's dog jumped up on the pt's arm and the catheter disappeared into the arm because of the movement. The catheter embolized to the pt's heart. The pt went to the hospital to take the catheter out. The pt was so sick and died 2 months later.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval, as the device remains at the reporting facility. A lot history review (lhr) of rewg1321 showed no other similar product complaint(s) from this lot number.